Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During preparation, the nurse grabbed a snare and noticed a small black hair inside the packaging of the snare. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device. Block h11: one captivator snare was received for analysis. Visual analysis of the unopen returned device found a foreign material inside of the pouch. No other device problems were noted. The reported event of "foreign material present in device" since it was observed that a foreign material inside was found inside the pouch nearby to the handle ring. The product record review confirmed that this was not a new failure type, and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Visual analysis found a foreign material inside the pouch. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During preparation, the nurse grabbed a snare and noticed a small black hair inside the packaging of the snare. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.